Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a no delivery alarms on their insulin pump. Customer's blood glucose level was 441mg/dl. The customer treated with manual injection. The customer states the cannula may have been bent. Troubleshooting was conducted unable to be conducted due to customer having thrown away set and reservoir. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to monitor the device and call back when issues occur. The customer is being sent replacement battery cap.